Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a discolored pole clam and line cord, the quick connect was corroded, and the device was dirty. The device was functionally tested, and passed all testing with no issues identified, therefore the investigation could not confirm the reported issue or identify a root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The quick connect fitting, line cord, pole clamp were replaced, and preventative maintenance and calibration were performed.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit did not respond to the alarm test button. The light emitting diodes (led's) may be disconnected, and the speaker may be malfunctioning. They induced the low water alarm and the tubing disconnected alarm but the led's did not respond, nor did they hear sounds. Patient involvement is unknown.